Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with an automatic mode switch episode due to myopotential oversensing. No changes were reported. There were no patient consequences.